Manufacturer narrative:
Product event summary: the full lead was returned and analysis found that the outer insulation was cut. There was blood on the distal and proximal conductors (not obstructed). Visual analysis noted apparent explant damage.

Event description:
It was reported one day post implant, the left ventricular (lv) lead appeared to have dislodged. At the lead revision, the physician exposed the lead and thought there was something on the insulation. The lead lumen was flushed and the physician still didn't like the look of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).